Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/22/2024, it was reported by a sales representative via email that an ar-8717-0910 dynanite nitinol staple pulled through and appeared to crumble the bone. The case was completed by removing the staple and pinning the patient's toe with a k-wire. This was discovered during a first phalangeal akin osteotomy procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.